Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that on the date of this report, they noticed that their implant was not running. The patient clarified that they weren¿t feeling stimulation, which they referred to as ¿vibration.¿ it was noted that the patient didn¿t have a managing healthcare provider (hcp) to follow up with. No further complications were reported or anticipated. Indication for use is spinal pain.